Manufacturer narrative:
Evaluation summary: the customer concerns the uneven o-ring gap on the connector; however, it is not affect function and safety. In fact, there is no such complaints we received. It is manufactured as the original design. No further action required. This report is being filed as part of the pentax backlog management plan.

Event description:
The time of event is unknown. There was no report of patient harm. While inservicing staff on reprocessing, upon closer inspection eus connector has an uneven seam gap that looks like it is a defect. Customer noticed and when we saw that 3 of the 4 scopes delivered had a similar defect I contacted pentax and requested return and reinspection of scopes for integrity. Will open separate complaints for each serial number. Description of any actions taken: explained to customer that we would return the scopes to montvale for additional quality check. Filling out complaint forms for record keeping and root cause investigation.